Event description:
During the procedure, air was aspirated from the hemostasis valve. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. Confirmed a leak was noted, at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub. And the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage, during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.